Event description:
It was reported that thrombosis occurred. A concomitant left atrial appendage (laa) closure procedure was being performed with repeat pulmonary vein isolation (pvi). A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then inserted the was. While positioning the was into the laa of the patient it was noted on the transesophageal echocardiogram (tee) imaging that there was a thrombus. The thrombus was at the distal tip of the was. While evaluating the thrombus on tee the patient became arrhythmic. The patient needed to be shocked back into a stable rhythm. The physician withdrew the was partially into the right atrium. The physician then aspirated the was continuously while it was removed from the patient. Once the physician removed the was, the thrombus was no longer visible in the patient. The thrombus was seen and removed from the was after it had been removed from the patient. The procedure was ended, and no closure device was implanted in the patient. The patient did not experience any consequences or additional complications as a result of this event. The patient was discharged from the hospital.